Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: distal end of cannula shattered, dropping 6 pieces of orange plastic into the patient's abdomen. All the plastic pieces were retrieved using a laparoscopic grasper and a new trocar as issued and used to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by 30 minutes. There was no tissue damage or unanticipated tissue loss. Pt current status fine.